Manufacturer narrative:
A ge rep evaluated the system and adjusted the dose rate. System operates as intended. (B) (4).

Event description:
Customer reported poor image quality. No pt injury was reported.